Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0khvm, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0jzjv, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A consumer whose indication for use was parkinson's dual and movement disorders reported that she had uncomfortable stimulation and over stimulation. She was getting "prickly, stinging jabs" of pain on top left corner of the ins (implantable neurostimulator). The patient reported pain started 6 months ago and more frequent in the last two months. She was not sure if she was getting shock or it was hitting a nerve. The patient reported that her settings were the same. She saw health care provider (hcp) a while ago and hcp did not seem concern. She had an appointment on 28 and would inform hcp again. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Event description:
Additional information received from the health care professional (hcp) reported that the patient had not complained of the prickly, stingy jabs of pain in the hcp clinic. If additional information is received, a follow-up report will be sent.